Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation for an annual inspection. In addition to the reported in b5, the device evaluation found the following: due to a crack on the scope body the water tightness was lost, due to damage on the up/down knob the water tightness was lost, due to damage on the right/left knob the water tightness was lost, the air/water cylinder had no color, the suction cylinder had no color, the screw stopper was replaced as a preventive maintenance, the adhesive around the objective lens had a chip, and the adhesive around the light guide lens had a crack.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope needed an annual inspection performed. No patient or procedure was involved with this request. The device was returned to olympus, during the device evaluation it found the air/water cylinder and tube had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.